Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0 x 10 mm ryugen nc. Guide wire: balance middleweight univeral ii. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, mid left anterior descending artery. A 3.0 x 15 mm xience prime stent delivery system was chosen for treatment. The lesion was pre-dilated with a 1.5 x 10 mm non-abbott balloon catheter and the stent implant was deployed. The stent was then post-dilated with a 3.0 x 10 mm non-abbott balloon. After post-dilation an edge dissection was noted at the distal edge of the stent. A 3.0 x 15 mm xience prime stent was used for treatment of the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.